Event description:
It was reported that the stents were under expanded. During this venogram procedure, vascular access was obtained via popliteal bilateral approach with an amplatz guidewire. During the procedure, intravascular ultrasound (ivus) was performed and found 72% compression in the left common iliac vein (civ) and 54% in the right civ. Two 20x80 wallstent self-expanding stents were placed and post dilated with a 16x16 xxl esophageal balloon catheter. Then ivus was performed again and noted that the stents were under expanded in the proximal civs. Therefore, an 18-6/5.8/75 xxl esophageal balloon was inserted for dilation. Upon insertion, blood returned to the inflation device without inflating this balloon. The device was replaced with another 18x6 xxl balloon and completed the procedure successfully. No complications were reported.